Manufacturer narrative:
Investigation summary: investigation flow: device interaction/functional. Visual inspection: the verse poly driver, shaft (p/n: 299704155, lot #: nn141651) was returned and received at us cq. Upon visual inspection, no visual damages were observed on the devices except a few scratches and rust-like stains at the middle of the shaft which would not contribute to the reported complaint condition. Functional test: the functional test was performed with the returned verse poly driver, shaft, and handle. The polydriver button component in all the received handles (mating device) was not locking/holding the shaft device (complaint device) as intended when assembled together. The shaft was able to be pulled out from the handles without pressing the button. There were no damages on the complaint device which would contribute to the alleged functional issue. It appears that the mating device's button component functionality failure may have been caused by the internal spring component failure. Thus, the alleged functional issue cannot be confirmed for the complaint device as the locking mechanism failure in the mating device caused the alleged functional issue. The complaint can be replicated with the returned device(s), but the alleged functional issue was caused due to the mating device's internal component failure. Dimensional inspection: the dimensional inspection was not performed as no damages were observed on the compliant device and the alleged functional issue cause traced to the mating device's internal component failure. Document/specification review: drawing(s) reviewed: (current & manufactured revision). The complaint is not confirmed. Conclusion: the complaint was not confirmed for the received shaft as no damages were observed on the device and the alleged functional issue was caused due to the mating device's internal component failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn163745 was released in a single batch. Batch1: lot qty of 50 units were released on june 12, 2020 with no discrepancies. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on nov (B)(6) 2020 the patient underwent for spinal surgery. During the surgery noticed that the screwdriver from expedium verse doesn¿t working. The surgery was completed successfully with 20 minutes delay. There was no fragment generated. There were no patient consequences are reported. This complaint involves six (6) devices. This report is for (1) verse poly driver, shaft. This is report 2 of 2 (B)(4).